Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube where the main tube meets the proximal clevis, causing the proximal clevis to be dislodged. A piece measuring approximately 0.150¿ x 0.273¿ was not returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument tip was stuck in the sleeve and the wrist was unable to rotate. The connection of the instrument and cannula could not be disconnected. The customer found that the instrument tip was misaligned and deformed. The instrument was manually repositioned and removed from the cannula. The user completed the procedure using a backup fenestrated bipolar forceps with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was no used on the patient. No fragment fell into the patient and the patient has not returned to the hospital due to post-surgical complications. The problem with using the instruments is that they cannot rotate or be removed from the cannula during surgical use. Therefore, the customer has to pause the surgery, disconnect the cannula from the surgical cart, and remove the instrument and cannula together. Separating the cannula from the instrument may result in loss of instrument components, which is not related to the patient's surgery.